Event description:
As reported, the autopulse platform (sn ((B)(6) displayed the user advisory (ua) 45 (not at "home" position after power-on/restart), (ua) 10 (battery voltage error), and the (ua) 12 (lifeband not detected) error messages after resetting the lifeband multiple times. Per the reporter, the battery was tested on another platform without any issues and can be charged successfully. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed (ua) 12 (lifeband not detected) error message was confirmed during the archive data review but not during the functional testing. The reported (ua) 45 (not at "home" position after power-on/restart) and (ua) 10 (battery voltage error) were not confirmed during functional testing and archive data review. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. During the visual inspection, a cracked front enclosure was noted. The observed physical damage was unrelated to the reported complaint and likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the physical damage. The archive data was reviewed and contained the (ua) 12 error message around the reported event date, thus confirming the customer complaint. Also, the archive data revealed the presence of user advisory (ua) 02 (compression tracking error) and )ua) 18 (max take-up revolutions exceeded), unrelated to the reported complaint. The error messages were cleared by the user and were not reproduced during the functional testing. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, and the platform was tested and operated as intended. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 12 is the clearable error message to alert the operator when the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Following the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed all the final tests without fault or error.